Event description:
It was reported that the patient was experiencing a shocking sensation daily at the implantable neurostimulator (ins) pocket area (right buttock) with stimulation on and with activities lasting from 30 seconds to one minute which had been occurring since replacement. The shocking sensation was also at the other side of the hip area (left buttock) and there was no device implanted there. The separate location did not have the shocking sensation simultaneously. An electrode impedance test was run at 0.25 volts: reference 0: electrode 4 was greater than 4000 ohms. Reference 5: electrode 0, 2, 3, 6, and 7 showed greater than 4000 ohms. Electrode one was 3900 ohms and electrodes four was 3600 ohms. It was increased to three volts and reference 0: electrode 5: 3140 ohms and reference 5: range was 2301-3182 ohms. Therapy impedance was b1: 0-1+, 450 pulse width, 35 hertz, and 737 ohms. B2 was 4+5-6-7+, 650 pulse width, 35 hertz, and 444 ohms. It was noted that stimulation coverage was good and the patient was getting good therapy. Palpation of the ins site with stimulation on and off was done and there was no shocking sensation. It was further noted that the patient was on a six mile walk the prior sunday and reported a shocking sensation during the walk. Adaptivestim was programmed on march 19, 2015. It was suggested to reprogram mobility rate. The manufacturer¿s representative (rep) further reported that reprogramming was done and the mobility rate was increased. The patient was going to keep a diary of when the shocking occurred and it was unknown how the patient was doing or if the issue resolved but they would let the rep. Know. The patient mentioned that it may be a pain completely separate from stimulation as she was at an appointment for trigger point injections that was wearing off. It was later noted that on (B)(6) 2015 when walking (normal motion) the patient experienced stimulation through the entire waist area twice; when stimulation was turned off the sensation would go away. The rep. Didn¿t know if the patient had any change in regular stimulation when the waist level stimulation was occurring. The patient also claimed the battery wasn¿t charging past 50%. It was reviewed with the rep. That they may be able to narrow down the lead/electrodes associated with the shocking by trying different programming or creating new groups if appropriate. If the rep. Could find the electrodes associated with the shocking they may be able to program around them and still provide the patient with effective pain relief. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3550-29, lot # n437633, implanted: (B)(6) 2015, product type accessory; product ID 97754, serial # (B)(4), product type recharger; product ID 748940, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3998, lot # lb7466, implanted: (B)(6) 2003, product type lead; product ID 748940, serial # (B)(4), implanted: (B)(6) 2003, product type extension. (B)(4).

Event description:
Additional information received reported the manufacturer¿s representative met with the patient and determined there were no device issues. The issues the patient was experiencing were from a separate medical issue than what the stimulator was implanted for.

Manufacturer narrative:
(B)(4).